Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I have a lot of issues with bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("I had haevy and painful period"), rash ("bad rash in the palm and fingers of one hand"), adenomyosis ("adenomyosis"), anaemia ("I become anemic"), asthenia ("my energy level was down "), uterine polyp ("polyp inside of uterus") and adhesion ("many adhesion"). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the dysmenorrhoea, rash, adenomyosis, anaemia, asthenia, uterine polyp and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, anaemia, asthenia, dysmenorrhoea, genital haemorrhage, rash and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter added. New event ¿I have a lot of issues with bleeding¿ added. Event medical device removal was updated to genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I have a lot of issues with bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("I had haevy and painful period"), rash ("bad rash in the palm and fingers of one hand"), adenomyosis ("adenomyosis"), anaemia ("I become anemic"), asthenia ("my energy level was down "), uterine polyp ("polyp inside of uterus") and adhesion ("many adhesion"). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the dysmenorrhoea, rash, adenomyosis, anaemia, asthenia, uterine polyp and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, anaemia, asthenia, dysmenorrhoea, genital haemorrhage, rash and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I have a lot of issues with bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("I had haevy and painful period"), rash ("bad rash in the palm and fingers of one hand"), adenomyosis ("adenomyosis"), anaemia ("I become anemic"), asthenia ("my energy level was down "), uterine polyp ("polyp inside of uterus") and adhesion ("many adhesion"). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the dysmenorrhoea, rash, adenomyosis, anaemia, asthenia, uterine polyp and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, anaemia, asthenia, dysmenorrhoea, genital haemorrhage, rash and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter added. New event ¿I have a lot of issues with bleeding¿ added. Event medical device removal was updated to genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"), dysmenorrhoea ("I had heavy and painful period"), anaemia ("I become anemic"), asthenia ("my energy level was down "), rash ("bad rash in the palm and fingers of one hand"), polyp ("polyp inside of uterus") and adhesion ("many adhesion"). The patient was treated with surgery (underwent total hysterectomy leaving only ovaries with davinci). Essure was removed. At the time of the report, the medical device removal, adenomyosis, dysmenorrhoea, anaemia, asthenia, rash, polyp and adhesion outcome was unknown. The reporter considered adenomyosis, adhesion, anaemia, asthenia, dysmenorrhoea, medical device removal, polyp and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived, new reporter and event adenomyosis, I had heavy and painful period, I become anemic, my energy level was down, bad rash in the palm and fingers of one hand, polyp inside of uterus, many adhesion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.